Manufacturer narrative:
Lot number: hcg1070067. Exp date: 05/2013. Control lot: 20miu/ml hcg urine lot: hcg110216-01; 100miu/ml hcg urine lot: hcg110307/01; 241.0iu/ml hcg urine lot: hcg111020-01. Summary of results: the retention devices meet qc spec, details below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). Control lot: 20miu/ml hcg urine lot: hcg120130-01; 100miu/ml hcg urine lot: hcg110307-01; 244.7 iu/ml hcg urine lot: hcg111130-01. Summary of results: the return devices meet qc spec, details below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). The 244.7iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=4). Conclusion: customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain and return products. Results met qc spec. No false negative was observed. Mfg batch record review did not observe failure. Root cause could not be determined from the info provided by the customer. This issue will be tracked and trended.

Event description:
Caller alleged false negative hcg results for 6 pts. Five pts needing to confirm positive home pregnancy tests and 1 pt during a visit to the clinic. Pt specimens were freshly voided with noting unusual noted from visual inspection. All samples were tested immediately upon collection. No pt info or samples were provided. Quantitative results pending. Customer does not run external controls.